Manufacturer narrative:
Event date: updated to (B)(6) 2013. Brand name corrected from promus element everolimus-eluting coronary stent system to promus element plus. Upn- search corrected from unk634 - promus element - (B)(4) (intervent cardio) - interv cardiology ¿ 30000 to h7493911416220 - (B)(4), promus element plus, mr,us 2.25x16mm - 39114-1622. Upn corrected from unk634 to 39114-1622. If implanted, give date corrected from ¿3 months ago¿ to (B)(6) 2012. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, the patient experienced itching palms, shortness of breath and chest discomfort. An unspecified taxus stent was implanted approximately 5 years ago without issues. An unspecified promus element stent was implanted in (B)(6) 2012. After the promus element was implanted, within a week or so, the patient reported itching palms, shortness of breath and chest discomfort. The patient was hospitalized and cardiac injury post stent implant was ruled out. Her medications were changed, plavix was removed, and the symptoms eventually resolved. There were no additional patient complications reported and the patient's status is ok.

Event description:
Same case as MFR#: 2134265-2013-06094. It was further reported that the taxus stent was a 2.5 x 8mm taxus express2 monorail implanted in the left anterior descending artery (lad) in (B)(6) 2005. It was previously reported 1 promus element stent implanted in (B)(6) 2012. It was further reported there were two, 2.25x16mm promus element plus stents, also in the lad, implanted in (B)(6) 2012. The symptoms of itching lasted approximately 3 months.

Manufacturer narrative:
Age at time of event: 18 years or older. If implanted, give date: 3 months ago. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).